Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarmed motor error six times. The insulin pump had several cracks on the lower left of the screen, by the reservoir, and on the top right of the menu bar. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump has minor scratched display window, cracked case at the display window corner, broken reservoir tube lip and cracked lcd window.